Event description:
It was reported that the pt was implanted with a znn cmn lag screw 10.5x110 on the left side on an unk date. The pt underwent revision surgery on (B)(6) 2013. During surgery, the surgeon had problems pulling out the screw with the znn cm instruments because the outer part of the screw was damaged. It was finally taken out with other instruments. It was also reported that the surgery was prolonged by about 1-2 hrs.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. With the info given so far, no further investigation is possible. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).